Manufacturer narrative:
(B)(4). Batch # r92f0m. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the damaged tissue was not cystic duct but gallbladder wall. The damaged tissue was not caused by el5ml. There were no adverse consequences to the patient in the operation. The patient caught pneumonia after the operation, the pneumonia was not related to the el5ml.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not formed as intended at the 7th and 8th firing, and the clips fell into the patient when the device was used on the cystic duct to recover a big hole. Then, the device was fired again. When the device was opened, bile leaked and two formed clips fell into the patient though only one clip thought to have been fallen at the time. After that, additional suture was performed. In the procedure, it was thought that only three clips fell into the patient, so three clips were removed and the procedure was completed. A formed clip was found on the underside of the liver with an x-ray after the procedure. After that, the operation video was checked and it was found that two clips were deployed at the 9th firing. The surgeon commented that there was no problem though the fallen clip was left inside the patient since clips are generally used inside the patient. No problem has been observed on the patient. Also, the hospital commented that 12 clips were fired in the device. 10 clips of them were used for the patient by the surgeon, and other 2 clips were used outside the patient for functionality by a nurse.